Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Impella cp was inserted via the right femoral artery in a 56-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s comorbidities included prior coronary artery bypass grafting (CABG) and known coronary artery disease (cad). The patient¿s clinical state prior to initiation of support was reported as scai stage a. The patient required inotropic support, vasopressors, systemic anticoagulation, and respiratory support during impella therapy. While on support, the patient developed bright red urine, decreased urine output, and a reported increase in serum creatinine level, consistent with acute renal dysfunction requiring initiation of dialysis. It was noted that the impella cp remained on auto mode overnight and was decreased to performance level p-7 the following morning. Post insertion, the impella cp was functioning in auto motor current with a mean of 821 and flows of approximately 3.1 l/min, consistent with expected performance. The purge solution consisted of 5% dextrose in water with 25 meq sodium bicarbonate. There were no reported device alarms. Based on the available information, the impella cp device functioned as intended with no evidence of product malfunction. The reported hematuria, hemolysis and renal dysfunction are most consistent with the patient¿s underlying critical illness, cardiogenic shock, and multisystem organ dysfunction. The patient was later weaned from impella cp support, and the device was successfully explanted. The patient survived to explant.

Manufacturer narrative:
H6 health effect - clinical code e130501 inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
H6, health effect impact code f2301 has been added as dialysis was required.